Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
One sample was received for evaluation. The visual inspection revealed that the packaging was normal and the bandage itself was visually normal. A device history record (DHR) review was completed for lot# 928483k. There were no manufacturing related issues related to the complaint issued for this lot. All specifications of the foam dressing were met. A root cause analysis could not identify a root cause. A possible root cause could be that the patient may have sensitivity to the phmb foam. Based on the investigation findings, no corrective or preventive action is planned at this time. The supplier no longer manufactures this product for (B)(4). This complaint will be used for trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dressing. The customer reports that a male patient developed herpes zoster (shingles) on r flank area 5cm x 20cm. It was treated with (B)(6) adhesive foam 20x20cm, changed bid but after 48 hours, the area where the foam pad was in contact with the skin was extremely red and painful. The redness was the exact contour of the foam pad. It looked so bad that the patient was sent to the hospital for evaluation. The dressing was discontinued and the patient started on keflex po and returned to the center. After a couple of days, keflex was switched to duricef 1000mg. In the meantime, an abscess developed in that area. It was drained and phmb packing strips and cortisone was placed on surrounding irritated skin and covered with the regular foam was initiated. The area has healed. Treatment with oral antibiotics was required. The patient current status reported as recovered.